Event description:
The user facility reported that the tr-band leaked air after placement. The following information was provided by the user facility: the tr-band was used on a patient who had who had undergone a radial pci procedure; the tr band gradually leaked air after inflation; reportedly less than 3cc of blood was lost at the puncture site; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility in (B)(6) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. There is no indication that the cause of the reported event was related to a device defect or malfunction based on the results of the returned sample evaluation. The labeling does address the potential for such an event in the instructions-for-use with statements such as "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).